Event description:
It was reported that cartridge leaked insulin at O-ring during off-pump filling and issue occurred one time with 280 units of insulin loaded. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and Technical Support arranged replacement cartridge through return process.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.